Manufacturer narrative:
H3. Evaluation summary: the analysis results found that the el314 instrument was returned in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. The jaws were found in good physical conditions.

Event description:
It was reported that the jaws are damaged and not opening wide enough to place the clip during a lap cholecystectomy. Case was completed with a like device with no consequence to the pt. Device available for return.